Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys hbsag ii (hepatitis b surface antigen) assay on a cobas e 801 module. Initial result: 1.08 coi (interpreted as positive and was accompanied by data alarms). The data alarms prompted the automatic repeat of the sample. Repeat result: 0.41 coi (interpreted as negative). The repeat result was deemed to be correct.

Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The e 801 module serial number was (B)(4). The qc was acceptable. The field service engineer visited the customer's site. Based on the provided information, the engineer determined that the cause was due to a faulty reagent pack (component failure). The customer replaced the reagent pack with a new pack. The instrument was verified that it was performing within specifications. The troubleshooting actions performed by the customer resolved the issue. No further issues were reported after the service visit.